Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup and during phacoemulsification, vacuum failed. The system was turned off and the cassette was switched out but this did not resolve the issue. Subsequently, the system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The fluidics module was received and a visual assessment of the returned sample revealed rubber fray. A surgical test was performed with the sample multiple times. The sample passed testing and there were no abnormalities or nonconformance¿s observed. The fluidics module was then tested and met product specifications. Though the fluidics module was received and passed all functional testing, the fluidics controller printed circuit board (pcb) was not received. Therefore, the root cause of the reported event can be attributed to the nonconforming fluidics controller pcb. It cannot be determined conclusively how this component became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).